Event description:
On 05/17/2024, it was reported by a sales representative via email that three ar-1588tn-21 tightrope ii abs cinched down onto itself. The third tightrope ii abs was cut and tied over the button on a tightrope internalbrace along with blue sutures from an allograft. This was discovered during an allograft quad acl procedure on (B)(6) 2024. Additional information received on 5/23/2024: the case was completed using another ar-1588tn-21 tightrope ii abs. The case was only delayed by the amount of time that it took to reload the tightrope. Additional anesthesia was not necessary. The patient suffered no negative effects on or after the procedure.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6 based on visual evaluation and the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures.